Event description:
Pt states that plastic seal was broken when he opened the box. This is the second time that this has happened. (B)(6). Therapy dates: (B)(6) 2010. Dose, frequency & route used: use 7 times daily.